Event description:
It was reported that the patient underwent dental surgery on (B)(6) 2014 and absorbable hemostat was used. Ten minutes following the procedure, the patient experienced an allergic reaction with swollen lip and tongue. Benadryl was administered. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.